Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 230 mg/dl) and a correction bolus was delivered. Customer alleged pump was not delivering the appropriate amount of insulin. Customer declined tandem technical support¿s (cts) offer to perform a pump system check. Although multiple attempts were made by cts to obtain additional information, customer did not reply.